Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 100 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient showed signs of withdrawal and a catheter access port study was performed. It was negative so the patient had surgical replacement of the catheter on (B)(6) 2018. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider via a device manufacturer representative indicated that the cause of the negative dye study was not determined. No further complications were noted.